Event description:
The facility reported battery discharges found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last co service event. No additional info is known.